Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Low bg cause was not known. Customer spouse provided food to address bg and called emergency medical technician (emt). Emt administered "d10" and customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline and potassium, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer still in ER at time of report so no release date could be obtained.